Manufacturer narrative:
Concomitant medical products: d284drg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance that triggered an alert. The plan is to replace the lead. No patient complications have been reported as a result of this event.